Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed. A receiver download was attempted and failed because receiver will not turn on. The receiver case was opened, and an internal visual inspection was performed and passed. Data was not evaluated because unit will not turn on. The probable cause could not be determined. No injury or medical intervention was reported.